Manufacturer narrative:
The reagent lot numbers and the expiration dates were requested but not provided. The field service engineer (fse) inspected the analyzer, adjusted the cell rinse level to resolve the overfilling of the basic rinse, removed the clog from the sample probe, corrected the placement of the sample probe cover, verified the sample probe, and performed photometer unit maintenance (replaced the lamp and cells). The investigation determined that the overfilling of the cell rinse level for basic wash and rinse water had caused the event. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter received questionable c-reactive protein (crp) and creatinine assay results from two patient samples tested on the cobas c 303 analytical unit. Patient sample 1 crp the initial result was 0.647 mg/l (<1 mg/l). The first repeat result was 1.37 mg/l. The second repeat result was 14.5 mg/l. The third repeat result was 14.7 mg/l. Patient sample 2 creatinine the initial result was 55 umol/l. The first repeat result was 52.0 umol/l. The second repeat result was 98.4 umol/l.